Event description:
During suturing on aortic arch replacement operation, the suture began to split. When the doctor noticed it, dr removed the suture and used another suture. There were no adverse patient consequences reported.